Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service technician indicates that the c-body was missing ke45 from the forceps cover and there was a chip on the edge of the pink rubber probe were found. It was determined that the pink rubber and the ke45 needed to be replaced. There was no patient involvement.